Event description:
Additional information received indicated the site confirmed no action was taken to resolve the distal emboli: they were very small emboli and there was enough collateral blood flow. It was clarified that the sequelae referred to the emboli that were not removed, but were left as there was enough collateral blood flow. The event was resolved on (B)(6) 2021, and it was updated that there was no prolonged hospitalization required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient clinical ID: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was distal emboli after passage with the guidewire and deployment of the stent retriever. The event resulted in prolonged hospitalization and the event resolved with unspecified sequelae. The event was assessed as possibly related to an underlying condition or the stent retriever, and the procedure was assessed to have a causal relationship. There was no device deficiency alleged. The patient was undergoing surgery for treatment a thrombectomy located in the right internal carotid artery (ica) below the carotid t. The modified rankin scale (mrs) score was 0, national institutes of health stroke scale (nihss) was 14, pre-procedure modified thrombolysis in cerebral infarction (mtici) was 0, post-procedure mtici was 2c.